Event description:
It was reported that an incident in which a pinhole collimator slid off the front bottom pin of the cart, unlatching the rear upper and lower latches on the cart. The collimator then swung on the upper front pin, slightly touching the crystal and hitting the mask frame. This occurred as the operator was rolling the cart onto the floor plate in preparation for mounting the pinhole collimator onto the detector. The field engineer examined the system and found it to be working, though the mask frame was replaced and plans were in place to implement fmi 40752, which addresses collimator exchange. No injuries or other adverse events were reported.